Event description:
I had a baby on (B)(6). Doc later that month scheduled my tubal ligation. My tubes suppose to have been cut burned and tied after requesting a hysterectomy and told no. I had surgery end of month but about five months later started having severe pain. I then learned I was pregnant. After hearing such a shock I then also learned that the clip had taken off. I had not over heard of these clips til they pulled my file from (B)(6). So I was then told they would have to do surgery just to find it and I am not sure if it's still inside. I then had my third child, two of which are only one year apart. This has been so difficult with three kids and took the precautions not to have any more.